Event description:
No blood glucose levels reported. The customer reported a motor error from the insulin pump during rewind. It was also reported that there were other motor error alarms in the alarm history of the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.